Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, only the distal portion of the lead was returned for analysis. Visual inspection of the lead noted nine external insulation abrasions breaching the ring electrode, superior vena cava, and right ventricle cable lumens. Four were located between the right ventricular shock coil and left ventricular shock coil, and five were located between the left ventricular shock coil and the suture tie impression all consistent with friction to another device or patient anatomy. In one location procedural damage was noted to the ring electrode cables with no damage noted to the inner cable lumen in any location. Electrical testing that could be applied did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.

Manufacturer narrative:
Correction to - h6 conclusion code - cause was traced to component failure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure it was reported that the right ventricular lead had previously been cut and capped. Once the lead was removed externalized conductors were visually apparent. It was not clear if this was the reason that the lead was previously capped. There were no adverse patient consequences.